Manufacturer narrative:
Summary of evaluation: the evaluation suggest that this event would not be associated with the device. The condition of the returned gamma nail holding screw would suggest it was subjected to non-axial forces, while not being firmly secured in the proximal threads of the gamma nail, causing the screw to fracture at the threaded section. To prevent damaging the gamma nail proximal threads, and second, the holding screw must not be impacted during use. During insertion of the gamma nail, impacting is performed to the handle of the gamma nail impactor instrument only.

Event description:
The holding screw broke at the threads during insertion of the nail. The nail was then extracted, and the broken threaded portion was removed. The nail was then placed and implanted by hand. There was no adverse consequence to the pt due to this event. However, this event is being reported as a serious injury due to extension of surgical time>30 mins.